Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and an obturator sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent excision of transobturator sling bilaterally from bladder neck to pubic rami and placement of retropubic (unknown product) midurethral sling on (B)(6) 2013 due to recurrent sui following midurethral sling and banding of previous transobturator tape bilaterally. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/11/2016. (B)(4). It was reported that following insertion the patient experienced dyspareunia and pelvic organ prolapse.

Manufacturer narrative:
It has been reported that following insertion the patient experienced persistent urinary incontinence, urinary frequency, urgency and vaginal spotting after intercourse. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced persistent urinary incontinence, urinary frequency, urgency and vaginal spotting after intercourse.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2007 and an obturator sling was implanted. Concomitantly the patient underwent a laparoscopic cholecystectomy. The patient experienced pain, infection, urinary and bowel problems, organ perforation, recurrence, bleeding, dyspareunia, vaginal scarring, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. (B)(4) - urinary and bowel problems; undefined recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.